Event description:
It was reported that the patient had a pathologic fx of medial tibia causing baseplate to subside posterior medial.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.